Event description:
It was reported that: prior to a case, the user performed the self tests on the anesthesia machine and the machine functioned normally. The clinical specialist approached the machine, depressed the fresh gas flush button, and released; however, the valve remained open as fresh gas was noted to continue to flow into the reservoir bag. The machine was pulled from use. No pt involvement.